Manufacturer narrative:
Per lumenis service, the quantum device was within factory specifications. The customer engineer ce recommended that the customer replace sr560 head, which had 28,929 shots at the time of the ce's visit. Lumenis recommends replacement of the quantum sr 560 treatment head after 10,000 shots. Root cause: it is possible that the sr560 treatment head, which was past the lumenis warranty shot count, might have given unstable output that could have contributed to the injury. Customer stated that they used cotton swabs, washclothes and/or paper products to wipe their ipl light guides. Customer was advised to use gauze and not to clean the components with fibrous materials, as any fibers left on the light guides could carbonize and cause patient burns. The lumenis clinical educator interviewed customer and determined that the device operator had used excessive pressure when treating over the patient's chin. Lumenis trains customers to lighten the pressure to the skin when treating over a boney prominence to avoid burns. Any or all of the above factors may have contributed to the patient injury. It is not possible to determine the relative contributions of the individual factors to the actual injury.

Event description:
Per the customer, a patient had 2 burns on the chin after ipl treatment with sr560 head. One burn was the size of a dime, and the other burn was half the size of a dime. Biafine dressing and cool compress were applied immediately. Per the physician, the burns were second degree, partial thickness. Customer reported that the burn resulted in some residual hyperpigmentation that was treated with kojic acid, microdermabrasion, and topical hydroquinone. There was also a slightly hypertrophic scar which the physician treated with mederma and enzyme-based exfoliant grains to soften the scar. Although the scar had not responded to one or more ipl treatments, as of 4 mos later the physician planned to continue additional ipl treatments to even out the scar.